Event description:
It was reported that the patient underwent a posterior lumbar surgical procedure at l4-5. The patient had not shown improvement so the patient underwent a revision surgery to remove the cages. The cages were not able to be removed due to complicated adhesion. The patient will undergo an additional surgery to remove the cages via an anterior approach.

Manufacturer narrative:
The lot of the suspect device was not identified, therefore the manufacturer cannot determine the suspect device. The lots that were used are part# 2991022, lot h10k0458, expiration date: (B)(6) 2018. Lot h11b2508, expiration date: (B)(6) 2019. (B)(4). The manufacture date for lot h10k0548 is 10/06/2010; the manufacture date for lot h11b2508 is 02/18/2011. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.